Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent oblique lumbar interbody fusion (olif25), intra-op, during insertion when tapped with a mallet the cage cracked. No patient complications were reported during this event.